Manufacturer narrative:
E1 establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use aspiration needle punctured the scope sheath and was damaged during an unidentified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus because the customer discarded it, so the investigation is solely based on information and photos provided by customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to confirm the customer request and determined the following: - the sheath was deformed and there was a hole in the outer tube. - the distal tip of the needle was deformed. A definitive root cause for the malfunction cannot be identified. The event can be prevented by following the instructions for use which state: "do not withdraw the preview flex needle from the guide sheath if resistance to withdrawal is encountered. Reduce the angulation of the endoscope and withdraw the preview flex needle and the guide sheath together from the endoscope. Do not angulate/flex the bending section of the endoscope while the needle is protruding from the instrument channel of the endoscope. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly." Olympus will continue to monitor field performance for this device.